Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to contact technical support if any further issues arise, and they acknowledged and understood these instructions.